Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
As reported the physician was intending on implanting an integrity rx stent in a patient vessel. No damage noted to packaging, i.e. Shelf carton, hoop/tray. No issues were noted when removing the device from the hoop/tray. The device was inspected. It was reported that during the treatment of an acute mi, the device could not pass over the 0.014" guidewire. Resistance was encountered when advancing the device. The physician decided to remove the stent and observed that the stems of the stent were damaged which impeded the device from progressing in vivo. No interventions were used.

Manufacturer narrative:
Integrity rx was to be implanted in distal, medium portion of the right coronary artery. The lesion was an acute infarct with unstable plaque present and no signs of calcification. The lesion was pre-dilated. Excessive force was not applied during the procedure. The stent did not pass through a previously deployed stent. The physician completed the procedure with a competitor's stent. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Image review: review of the procedural images confirmed the presence of diffuse disease along the rca vessel. Pre-dilations are performed prior to deployment of two competitor stents. A waist is visible in the vessel where the stents overlap; possible due to unstable plaque in the vessel. There are no images capturing the attempted delivery and subsequent withdrawal of the integrity device. Evaluation summary: the stent was not positioned on the balloon between the marker bands as per specifications, as proximal balloon marker had moved distally due to serve stretching along the distal shaft. Deformation was evident to the 1st ¿ 7th distal stent wraps with struts bunched. Inner shaft had broken distal to the guidewire entry port bond. Numerous kinks were evident along the hypotube and transition shaft. Also, numerous kinks were visible to the distal shaft; 4cm, 8.5cm, 9.5cm, 18.1cm and 20.2cm proximal to the distal tip. No deformation was evident to the distal tip. The inner lumen patency was not verified with a 0.015 inch mandrel, due to kinking and stretching. If information is provided in the future, a supplemental report will be issued.